Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called and stated he just got out of the hospital due to an abdominal infection and was unsure if it was cycler related. Patient stated that he was no longer going to be doing pd per his doctor. Follow-up with the patient's clinic nurse noted the patient was hospitalized from (B)(6) 2016 due to gram negative bacilli peritonitis. The patient did not practice aseptic technique when completing peritoneal dialysis treatments. The patient frequently had breaks in technique and sterility. The patient's pd catheter was removed and a back-up access catheter was placed for the patient to begin hemodialysis treatments while hospitalized. Upon discharge the patient started in-center hemodialysis treatment on (B)(6) 2016. As of 06/15/2016 the patient was expected to continue in-center hemodialysis treatments and it is unknown if the patient would return to peritoneal dialysis in the future. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.